Event description:
I had lasik surgery on both eyes about 10 years ago. I had to have my right eye flap re-aligned because it was wrinkled and I could not see. After all was good until this year. I have dry eyes and very uncomfortable itching and pain in my right eye, I rub my eye and it feels better for a few seconds then itches again. This can go on for hours. I believe my flap is moved again because I can not see from the right eye until I put a lot of eye drops in and rest it overnight. It is fine in the morning. This seems to be happening several times a month, some times a few days in a row. I noticed it in april of this year. I have started applying eye drop daily in an effort to avoid any flap movement and pain.